Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose level of 378 mg/dl while in triage and the meter was showing 600. The customer¿s blood glucose was 373 mg/dl at the time of the incident. The customer treated with insulin pump. Customer was wearing the insulin pump at time of hospitalization. The customer also stated that the meter was not working. The insulin pump will not be returned for analysis.